Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that a pleora I-port was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside or procedure, the imaging system would not boot up. There was no patient present at the time of the issue.

Manufacturer narrative:
The pleora was returned to the manufacturer for analysis. Analysis found that when the pleora was installed in an imaging system, the system readied. 2d imaging was normal however, 3d imaging resulted in termination of spin due to framerate error. Analysis found that the reported event was related to a electrical issue.